Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an alarm that was cleared after one hour. The contact did not know what type of alarm was triggered. The customer's blood glucose level was not impacted. As this event had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the alarm.